Event description:
Patient reported right side "pain", "chest pain that goes down to the ribs," and "swollen lymph nodes in the right side arm pit." Patient additionally reported "joint pain," and "brain fog", deemed not device related. Device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.